Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct to treat a 3cm malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tight but was not dilated prior to stent placement. According to the complainant, during the procedure, the physician had difficulty deploying the stent. It was noted that the stent appeared longer than the length indicated on the package. The stent was fully reconstrained when it was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.